Event description:
This was a signature guide designed for a patient with a big valgus deformity. During the surgery everything looks fine and stable. The guide fitted very well. After examination of the post-op x ray, the femur prosthesis seemed to be in varus and not really well aligned.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Manufacturer narrative:
A review of internal documentation is in progress. An updated report will be filed when the investigation has been completed.

Event description:
This was a signature guide designed for a patient with a big valgus deformity. During the surgery everything looks fine and stable. The guide fitted very well. After examination of the post-op x ray, the femur prosthesis seemed to be in varus and not really well aligned.